Manufacturer narrative:
The product was not returned. Root cause could not be determined. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this lot. Review of complaint history found no additional issues reported for item: dvrasr lot: dpccyp combination. In addition, there were no other complaints reported for item: dvrasr and complaint category: functional : would not thread properly. Device not returned; inconclusive-root cause cannot be determined. Relayed completion of the investigation to the sales rep via email on january 5, 2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a distal radius plate procedure on (B)(6) 2014. During the insertion, the screws were cross-threading in the plate. The surgeon was able to complete the procedure using the screws and plate without patient injury or a delay in the procedure.